Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the light guide fibers glass chipped is caused by a failure of the distal end cover glass due to excessive force. The slight damage to the light guide bundle is a result of a failure in the light guide (lg) bundle. The white spots in the image are caused by a failure of the electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the following malfunctions: the light guide fibers glass is chipped, the light guide bundle is slightly damaged and white spots in the image. There was no patient involvement.